Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer¿s insulin pump had a beeping anomaly and later it alarmed no delivery. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the patient was hospitalized due to cardiac arrest and the pump was beeping. The customer¿s wife was advised to rewind the pump and prime it. But when she got to 0.0 units the pump alarmed no delivery. The procedure was repeated, but she received the same result. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted. The insulin pump was functioning properly. The insulin pump was received with cracked reservoir tube lip.